Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd ids (franklin lakes, nj) location has been listed in sections d.3. And g.1. And the (franklin lakes) registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using an unspecified acquisition device a leak occurred. There was no report of impact to patients or providers.

Manufacturer narrative:
Additional information was obtained (medical device catalog #) that changes the previously reported manufacturing site. A new MFR report with the medical device catalog # and correct manufacturing site will be submitted referencing this MFR report #.

Event description:
When the patient's blood was taken, it was found that there was a break and leaking blood.